Manufacturer narrative:
All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatibility has been established.

Event description:
A report was received on 11 may 2026 from a healthcare professional (hcp) regarding patient hs, an 81-year-old female patient with a medical history of end stage renal disease, stating the patient experienced a decrease in platelet count (101 ×10 /l to 81 ×10 /l) while performing hemodialysis treatment with nxstage. Additional information was received on 17 may 2026 from the hcp who stated the patient experienced purpura. There was no medical intervention required.